Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new information.

Event description:
Procedure type: hernia. According to the reporter: the devices were not firing correctly and sticking in the trocar. Removal of the devices could not be reported. The case was completed by trying different devices until they worked. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.